Event description:
I received audien atom x hearing aids in the mail on (B)(6) 2025. After successfully using them (and adhering to the instruction manual) I put them in on the morning of (B)(6) 2025. I noticed immediately that my left ear felt very hot and took the hearing aid out. The hearing aid was hot to the touch. After it cooled down it was no longer working. I called customer service and received instructions to send them back to the company.